Event description:
"Head section will not raise without help and drifts down."

Manufacturer narrative:
Technician troubleshot and adjusted both CPR cables to resolve. Pursuant to our response to warning letter 2008, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.